Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout tab damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. Caution: the firing stroke must be completed. Do not partially fire the instrument." When tested for functionality with a test cartridge, the instrument fired conforming. The staples were noted to have the proper b-formation and the cut line was noted to be complete.

Event description:
During a laparoscopic appendectomy procedure, the staples did not appear to form properly, and the knife did not fire. They opened a second device of the same product code and encountered similar problems. Used another like device to complete the procedure. There was no patient consequence.